Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported an unusual noise and difficulties with the vacuum system. The procedure has been finished with the same device. No further information available.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by dfa. Depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated at service center. The defect reported by the customer has been verified and remedied using the measures listed in the "proof of repair". Defective cpu board replaced. Unit calibrated newly. Functional test performed. Pneumatic circuit checked. Electrical safety test according to iec (B)(4) completed. Functional test according to test procedure completed / unit safety test (B)(4) performed according to manufacturer's final test procedure with reference accessories. As per input check report, the suction motor turns irregularly/intermittently, the display shows shifted pixels, and the device resets itself. The root cause of the failure mode is defective cpu board. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).